Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Presenting electrogram (egm) showed appropriate device function and clear egms. Shock impedance trend for last 12 months showed variable impedance range of 80ohms-128ohms. Technical services (ts) suggested further lead assessment, including review of lead impedance alert range settings. This rv lead currently remains in service and no adverse patient effects were reported.